Event description:
Info received that a facility staff member received an electric shock when unplugging a charger for the mobile lift.

Manufacturer narrative:
Device will be returned to MFR for eval.